Manufacturer narrative:
The reported device has been returned and received by edwards. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation was confirmed due to suture loop. Suture track indentations were observed on free margin of leaflet 2 and on leaflet 3 near commissure 3, indicating that the suture was looped around commissure 3. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Photos provided are consistent with lab findings. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. The root cause of this event was determined to be due to suture looping. It appears that this event was likely due to procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm edwards bioprosthetic mitral valve was explanted after an unknown implant duration due to one leaflet not functioning as intended. As reported, the issue was detected on post-operative echo. The explanted valve was replaced with a non-edwards valve. No additional details were provided.

Manufacturer narrative:
Additional information received and the following sections were updated.

Event description:
It was reported that this patient with a 25mm edwards bioprosthetic mitral valve was explanted at implant due to one leaflet not functioning as intended leading to mitral regurgitation. As reported, the issue was detected after the implantation, during the intra-operative tee. The edwards holder system was used without any issues and no suture loop was suspected. The explanted valve was replaced with a non-edwards valve. The patient was reported to be in stable condition.